Manufacturer narrative:
Investigation summary: bd received 2 photographs in support of this complaint. The indicated failure mode of damaged/broken- leaking tube was observed in the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: damaged/broken- leaking . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during centrifugation using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, 1 tube cracked. There was no health impact or consequences reported.